Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level displayed "high". A manual injection of insulin was delivered to address bg. Customer reverted to an alternate method of insulin therapy.